Event description:
It was reported that during the patient's follow up an insulation anomaly was discovered on this right atrial (ra) lead. It was noted the pacing impedance was high out-of-range with measurements greater than 3,000 ohms and there was no capture at 5v (volts) at 0.4ms (milliseconds). The patient was scheduled for a bilateral venogram and lead revision. This lead was explanted, and a new ra lead was implanted successfully with no patient complications. The explanted lead is expected to return for analysis. Outside of the revision, no adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that during the patient's follow up an insulation anomaly was discovered on this right atrial (ra) lead. It was noted the pacing impedance was high out-of-range with measurements greater than 3,000 ohms and there was no capture at 5v (volts) at 0.4ms (milliseconds). The patient was scheduled for a bilateral venogram and lead revision. This lead was explanted, and a new ra lead was implanted successfully with no patient complications. The explanted lead is expected to return for analysis. Outside of the revision, no adverse patient effects were reported. The product returned for analysis.